Manufacturer narrative:
Additional information: patient demographics provided. Correction: product and related fields updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. Missing UDI number and serial number. Missing manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the balloons were not tracking when plugged into the axiem box. Navigation was aborted. There was less than an hour of delay to surgery and no impact on patient outcome.

Manufacturer narrative:
Correction: manufacturer updated to proper value.